Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished right ventricular sensing. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing associated with the extravascular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that reprogramming was done prior to explant to program detections off due to noise sensing.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted the anchoring sleeve was not received with the lead. There was found only the overlay tubing was cuts due to explant damage, and this is not contribute to the electrical complaints. All electrical testing was within specified parameters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately seven weeks after implant, the patient was sent for a chest x-ray due to a drop in extravascular (ev) lead r-wave amplitude, oversensing, and noise. It was discovered that the ev lead had migrated 3-4 centimeters higher than the highest allowed position. During the revision procedure, the patient¿s size did not allow for easy retrieval of the ev lead; however, the physician managed to expose the suture sleeve and noted it was sliced in two pieces at the level of the distal grove. The physician also suspected some ev lead insulation damage. The ev lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.